Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure. Upon placement of the right atrial lead, the helix would not deploy. The lead was not used, and another was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. The reported event of helix would not extend was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.